Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left colic branch using a pod packing coils (pod pc). During the procedure, the pod pc was not properly deployed in the vessel. It was also reported the pod pc was partially in the vessel and stuck in the microcatheter. Therefore, the microcatheter was cut and the pod pc was removed using a snare device. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.